Event description:
Customer reported a button error alarm on the insulin pump. She could not recall any significant event leading to the alarm. The blood glucose reading was 130 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.